Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. Prior to being hospitalized, the customer had passed out due to low blood glucose levels. It was also stated that the customer had been experiencing high blood glucose levels for the past few days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Later, received a voicemail from one of the hospital representatives stated that the infusion set was changed, and the customer's blood glucose levels returned to normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.